Event description:
The field engineer reported that the system was unable to perform fluoroscopy until after the system was rebooted. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The customer was instructed to check the power supply and reboot the system. The system was then found to be operating as intended.